Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results from the cobas 6000 e 601 module. The initial result was 408 ng/l, and the repeat result was 7 ng/l. A new sample drawn two hours later had a result of 7ng/l. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas 6000 e 601 module serial number was (B)(6). The investigation is ongoing.